Manufacturer narrative:
As reported the ventralight st mesh was dipped into saline, the mesh was not used right away (following hydration), then when grasped the sepra barrier of the mesh came off. Evaluation of the photo provided shows the mesh contaminated with blood/body fluids and confirms the hydrogel is balled / clumped up and separated on the lower right corner of the mesh. Note hydrating the mesh actives the sepra st coating. Per the instructions-for-use (IFU) supplied with the device "the mesh must be rolled immediately after hydration about its long axis (lengthwise) with the bioresorbable coating inside to protect the bioresorbable coating." By not immediately rolling/using the mesh after hydration this would have allowed for the st coating to start drying resulting in the material becoming sticky, then when being grabbed with graspers and attempted to implant, the hydrogel separated as reported and found in the photo evaluation. Root cause is the condition presented due to the mesh not being used immediately following hydration per the IFU. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in february 2024.

Event description:
As reported, during a ventral hernia repair procedure on (B)(6) 2024, the ventralight st mesh was dipped into saline, and the mesh was not used right away. It was reported that the sepra barrier of the mesh came off when it was grasped. It was also reported that the surgeon did not use the mesh and completed the procedure with another mesh. There was no patient injury.